Event description:
The onset of the patient's driveline infection is reported under MFR #: 2916596-2023-08412.

Manufacturer narrative:
Section b2: corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer¿s investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any functional issues. The pump was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. A distal portion of the pump cable was returned, measuring approximately 10.5¿, connected to the modular cable. Approximately 4.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) and controller event and periodic log files were retrieved from the returned devices and appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was replaced for infection of the driveline (dl) penetration site. At that time, the low flow alarm 2.0 work was carried out before implantation because it was a patient introduced into low flow alarm 2.0.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024 the patient suffered a major infection of the driveline, pump pocket, and inside the pump. The patient had blood cultures positive for bacteria. Drug therapy and surgical intervention were performed to treat the infection. The patient was admitted to the hospital at this time. On (B)(6) 2024 the patient was discharged from the hospital.